Manufacturer narrative:
The device has not been returned for evaluation. A follow-up MDR will be sent when the patient has completed their evaluation. Medical records have been requested, a follow-up MDR will be submitted with a clinical evaluation if the records are received.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient had a drain complication during drain 1 of 4. The patient contact was advised to try a new setup. During follow up with the patient's caregiver she reported the patient's drain complication was related to an infection. He had been prescribed antibiotics. During additional follow up, the patient's pd nurse reported the patient had been diagnosed with peritonitis due to sataph epidermidis on (B)(6) 2015 attributed to touch contamination. The patient had not been hospitalized due to the event. The patient continued pd treatment. Medical records have been requested.

Manufacturer narrative:
Pt, device, concomitant medical products: additional information. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Clinical evaluation of the medical records show the patient was positive for staphylococcus epidermis peritonitis and treated with antibiotics. He subsequently developed a c.diff infection that was difficult to treat. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of bacterial peritonitis. The peritonitis was likely caused by patient contamination

Event description:
This patient was positive for staphylococcus epidermis peritonitis and treated with antibiotics. He then developed clostridium difficile and was treated with flagyl. The patient stated his symptoms have improved however he continues to have four loose stools. The patient is at high risk for recurrent c. Difficile given his age, medical comorbidities including immunocompromised status. Vancomycin was added for further treatment and a trial of probiotics once the antibiotics were finished.